Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information was received from the initial reporter which confirmed the scope communication error e226 occurred prior to a procedure in the operating room department. The name of the intended procedure is unknown and the procedure was not therapeutic or diagnostic.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue, scope communication error e226 occurs due to a bent video connector contact pin. The cause of the bent video connector contact pin is unknown, however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.in general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer visera elite ii video system center has a scope communication error, e226, when connecting a camera head. The customer reported issue was found at preparation for use. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the device investigation, it's likely the e226 occurred due to a bent video connector contact pin. The root cause of the bent video connector pin issue could not be identified. Olympus will continue to monitor field performance for this device.